Event description:
It was reported that the user replaced a dexcom g7 continuous glucose monitor (cgm) sensor but the pump had not been properly paired to the new g7 and the user was guided to re-pair and enter the sensor code on the pump, after which the pump displayed the remaining warmup. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of sensor communication and no health impact. User support included troubleshooting and user education on correct sensor pairing and confirmation of appropriate sensor type and code entry on the pump. Investigation of this case revealed a pairing setup error with an incorrect or missing sensor code entry on the pump; no hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that user setup error due to incorrect or incomplete pairing was the most probable cause.